Manufacturer narrative:
Product event summary: the comment of losing electrograms could not be confirmed, the analyzer passed all functional and system tests. It was noted that the patient connector has disturbed pins.

Event description:
It was reported that the analyzer would lose electrograms during implant, and it could not be used to test lead placement thresholds. The programmer was restarted, but there was no change. The analyzer was replaced and has been returned to service. No patient complications have been reported as a result of this event.